Event description:
It was reported that the pump had been flipping. It was unknown if the patient was flipping the pump or if it was due to the patient¿s size as this was a larger patient. On the date of report, while trying to do a refill the pump had to be flipped back over. It is unknown when the pump was flipped back over. A volume discrepancy was noted at this refill. The actual residual volume, 16.1 ml, was greater than the expected residual volume, 10.2 ml. There had been no prior volume discrepancies. The patient was not complaining of any symptoms at the time of this report. According to the healthcare provider the pocket would be revised. The device was delivering prialt. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), product type: catheter. Product ID 8780, serial# (B)(4), product type: catheter.

Event description:
It was reported that the drug in the pump was changed on the day of the revision and prialt is no longer being delivered by the pump, just morphine and bupivacaine. It was also noted that the patient was not taking any oral medications.

Event description:
Additional information later reported the patient was flipping their pump a lot. The catheter kinked. It was revised last week by cutting the kinked end and revising with a distal revision kit. They also changed out the drug because a refill was needed anyways. There was good flow. The volume discrepancy was not very significant but was attributed to the kinked catheter. The revision went as planned, the patient tolerated the procedure well and receiving good therapy. The pump was now delivering morphine, prialt and bupivacaine.

Event description:
Additional information later received reported the patient was manually flipping the pump (twiddlers syndrome).

Manufacturer narrative:
(B)(4).